Manufacturer narrative:
Device has been received and an analysis and failure investigation has been started. A follow-up report will be submitted once the investigation is complete.

Event description:
Emt arrived on scene and found patient not breathing and without a pulse. CPR was started. AED was attached to the patient, no shock was advised, and then it prompted "service required". Patient didn't survive.